Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the patient underwent a revision procedure of stem, metaphysis and insert due to humeral revive prosthesis dissociation and possible screw loosening. Glenoid baseplate and glenosphere were retained from prior procedure. Assessed as definitely related to the study device, and possibly related to the surgical procedure by the investigator.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. H3 other text : device disposition unknown.

Event description:
It was reported that the patient underwent a revision procedure of stem, metaphysis and insert due to humeral revive prosthesis dissociation and possible screw loosening. Glenoid baseplate and glenosphere were retained from prior procedure. Assessed as definitely related to the study device, and possibly related to the surgical procedure by the investigator.